Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x32mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the front of the stent strut was found lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x32mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the front of the stent strut was found lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus ous 2.75mm x 32mm stent delivery system catheter was returned for analysis. An examination of the crimped stent identified no stent damage. Entire length of stent examined microscopically, and no stent damage identified. The stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip. No device issues were noted during analysis.